Manufacturer narrative:
The returned catheter was visually and functionally tested and passed the inspection as per specification.

Event description:
Information received by medtronic indicated that the patient experienced st elevation during a cryoablation procedure. The physician suspected an air embolism. Patient recovered and the cryoablation procedure was completed. The were no further patient symptoms or complications. The physician suspected an issue with the hemostatic valve of the sheath.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.